Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated. The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex approximately 0.5cm of the distal end of the pipeline flex braid appeared to be partially stuck outside of the catheter tip. The remaining section of the braid was found inside of the distal segment of the catheter. For further examination, the pipeline flex was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. Bend was found on the pusher at the proximal end. Based on the analysis findings, the pipeline flex braid were fully opened and moderately frayed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the pusher (bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to navigate/retrieve the pipeline flex through the catheter against resistance. It is likely that the severe vessel tortuosity and lack of continuous flush with heparinized saline during procedure may have contributed to the reported issues. Per our instructions for use (IFU): ¿it is recommended to use a heparinized saline drip to continuously flush micro catheter during pipeline flex embolization device use. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an "intraluminal" device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for investigation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device has been received and investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that while attempting to deploy the medtronic flow diverter, the distal segment would not open, when attempting to resheath the flow diverter, the microcatheter could not advance over the flow diverter. After 3 attempts to resheath, it was decided to remove the catheter and flow diverter as one unit. Everything came out of the guide catheter. It was then decided not to put another device. This event occurred during the treatment of an ophthalmic, unruptured, saccular aneurysm. The max diameter was 8mm, with a neck 4.5mm. The distal landing zone was 3.18mm and the proximal was 4.2mm. The vessel anatomy was severe in tortuosity.